Event description:
It was reported that intermittent occlusion alarms from (B)(6) 2023 to (B)(6) 2023. The customer changed pump supplies to address all the issues. The customer¿s blood glucose level was 500 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.